Manufacturer narrative:
H4: the lot was manufactured between august 10, 2023 ¿ august 14, 2023. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. A functional leak test was performed, and the samples were found to be within the product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was described as, ¿leak and excessive moisture¿. The leak was discovered prior to attachment to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.